Event description:
It was reported that when connecting the surgical fiber during a prostate procedure, the fiber split. The event was reported to have been resolved. There was no injury or adverse outcome reported.

Event description:
It was reported that when connecting the surgical fiber during a prostate procedure, the fiber split. The event was reported to have been resolved. There was no injury or adverse outcome reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed that the optical connector was separated from the fiber. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was not tested with hene laser fixture. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on analysis results, it cannot be determined if the separation of the connector from the fiber occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.